Event description:
Two (2) days after surgery, pt returned to doctor's office for follow up on shoulder surgery. The shoulder wrap that the pt had taken home from the hosp had broken, and pt had first-degree burns all over the arm and shoulder from the material in the ice pack.